Manufacturer narrative:
(B)(4). The device was returned to carefusion for eval. The carefusion factory service dept evaluated the device, verified the complaint and determined that the issue was caused by a malfunctioning front panel and power supply. The carefusion factory service dept replaced the malfunctioning components and ran device through a complete operational checkout to ensure the device meets factory service specifications. Upon completion, the device was returned to the customer ready to be placed back into service.

Manufacturer narrative:
Failure analysis lab received a vela diamond front panel/display assembly with main pcba, power supply and turbine assembly. The reported problem was that the ventilator went into vent inop fault when powered up holding the accept key into enter the service mode. It was further noted the events log shows 24 volt supply low alarm. The vent inop and 24 volt supply low alarms were found in the events log though not duplicated. The vent inop condition was duplicated and recorded in the events log for checksum error in the turbine eeprom. Exchanging the turbine interface board with a known good turbine interface board, the vent inop condition went away. Placed a good turbine interface pcba on the customer¿s returned turbine. Unit is working correctly. The reported problem of vent inop was duplicated and isolated to the turbine interface board. This is a known issue where corrupt data in the eeprom is causing a checksum error, motor fault error, and vent inop error and addressed with an internal action. The turbine interface pcba was scrapped.

Event description:
During a preventative maintenance service call, carefusion field service representative identified that the device would power up to a vent inop when the "accept" button was hold down in order to go into service mode. The vent inop was also seen once in normal operation. No pt involvement, user facility only requested preventative maintenance on this device.